Manufacturer narrative:
Patient identifier and weight were not made available from the site. A medtronic representative, following-up at the site, reported a general inspection of the system has been completed; there were no faults found. A registration over a resin head model has been completed successfully. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, at the beginning of the sterile phase, the surgeon alleged a 2cm misalignment detected between nuronav images and realty. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.